Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed: the returned z9002 tecnis sample was received with the lens cut and a haptic damaged. The z9002 tecnis device was observed under microscope and residues of viscoelastic were observed on the lens. The condition observed is consistent with a lens that has been explanted. The complaint issue reported as iol torn was not confirmed and due the condition of the z9002 tecnis received the complaint could not be related to the manufacturing process it could be related to the handling process; therefore, a product quality deficiency was not identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was cracked. There was patient involvement. No incision enlargement, no vitrectomy, no sutures were required. This was observed while inserting the lens into the eye. Additional information was received, and it was learnt that the lens was fully inserted, removed and replaced in same surgical procedure without any patient injury. Reportedly lens with same model and diopter was used as replacement for the patient. Patient was doing great at discharge. No further information provided.